Event description:
Caller states the patient tested 6.5 inr on the coaguchek system and 2.4 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system, and replacement was sent.